Manufacturer narrative:
The t:flex pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. Reportedly, the customer had navigated to the bolus request screen without exiting. The customer experienced a blood glucose (bg) level of 560 mg/dl. A correction bolus was delivered to address the bg level. Tandem technical support educated the customer regarding the alert and the customer acknowledged.